Manufacturer narrative:
The device has not yet been analyzed. Results of evaluation of returned device will be submitted in a supplemental report.

Event description:
After introducing the sheath over the guide wire, advancing the sheath and the dilator into the left atrium and removing the dilator and guide wire, the physician aspired and flushed the sheath. Information received by medtronic indicated that there was air ingress during aspiration of the sheath, which did not resolve after multiple aspirations and flushs of the sheath. The sheath was replaced and the cryoablation procedure was completed. There were no patient symptoms or complications related to the event.

Manufacturer narrative:
The returned device was visually inspected and functionally tested. The reported issue (air ingress during aspiration) has not been confirmed through testing. Multiple aspirations / injections were performed without air bubbles or leaks; hemostatic valve was leak tight. Valve assembly was leak tight as well. Visual inspection of the sheath showed shaft kinks at 1.26 inches and 2.63 inches proximal from the tip. The shaft kinks were not reported as a complaint. They may have been caused post-procedure when returning the device for analysis (shipping).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.